Event description:
Nurse, head of theatre reports via our sales rep, that the depth gauge broke during surgery at the clamp which is intended for fastening. The surgery was finished by holding the depth gauge manually.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.